Event description:
End user reported that she pinched her right hand finger on her unknown wheelchair. Reported that the technician tried to loosen the tension on the right hand brake and was unable to correct it. User resides at a facility, facility nurse attended to the wound.